Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What tissue type and location of the suture placement? What date did the patient present with the first dehiscence (# post op days)? What date did the patient present with the second dehiscence (# post op days)? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What was the appearance of the suture after the first dehiscence? What was the appearance of the suture after the second dehiscence? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). Does the patient have known allergic history to medical device, food or medications? Other relevant patient history/concomitant medications was there any allergy testing performed? If yes, results? Product code and lot # for suture used in first and second procedure what is the patient¿s current status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient had previously presented with a superficial wound dehiscence and the dehisced wound was closed with suture. The patient presented again six weeks later with a wound dehiscence at the same sight. The surgeon closed the wound with a different suture which resolved the issue. The surgeon considered this as a reaction to the suture. Additional information has been requested.